Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that there was corrosion on the inside of the device. Physio-control will continue to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the case of their device was cracked. During device evaluation by physio-control, it was observed that the device had logged several event codes into its memory and that the service led would go on as soon as the device was powered on. Furthermore, it was observed that the device would not charge defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to corrosion on the inside of the device from a fluid. The customer declined repair of the device and requested physio-control to dispose of the device.